Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what is the rationale for the convert to open? To retrieve the black shaft cover? Or was there another reason for the convert to open, such as: patient¿s anatomy? Physician preference? Was the black coating on the shaft or was it the ptc in the upper jaw of device? Where reusable trocars being used? Was the device articulated when withdrawn from the trocar? The black coating is not insulation as the coating would be on a bi-polar type device. The coating is a cover for the shaft only.

Manufacturer narrative:
(B)(4). Additional information: shaft cover (heat shrink). Batch #iyzd20245. The device was received with skiving of the heat shrink (shaft cover) material not all present. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic bowel resection procedure, the black protective coating came off the end of the instrument during use. Post surgery, the protective coating could not be found. The case was converted to open and the black coating was not found in the patient. There was no affect to the patient post surgery.